Event description:
Customer reported via phone, the insulin pump had alarmed compromised force sensor system and insulin kept squirting out during manual prime. Customer's blood glucose was 180 mg/dl. Customer stated the device wasn't recently dropped or bumped. He stated the drive support cap was sticking out. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. Occlusion, prime, and excessive no delivery test were not performed due to the alarm. The device had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked belt clip slot.